Event description:
The lay user/patient contacted lifescan (lfs) in 2006 and alleged that the lay user/patient's one touch ultrasmart meter was having power issues. The medical affairs specialist was unable to reach the reporter or the patient after several attempts. A letter will be sent to the address provided. The reporter stated that the patient was taken to the hospital, because the meter was not working. It is unknown as to how long the patient was not able to test on the meter. He was experiencing cold sweats at the time of concern, but did not test, while experiencing symptoms. He was taken to the hospital (hospital meter result not provided), and given intravenous (IV) (it is unknown as to what was given through the IV). At the time of troubleshooting, it was verified that this was not a new product and the patient was using the correct test strips with the reported meter. The reporter was asked to press the power button, but the meter did not turn on. The reporter was then asked to insert the test strip all the way into the test strip port, however, the issue persisted and the meter did not turn on. The batteries were last replaced less than a year ago and they were installed correctly. The condition of the battery compartment was also good. This complaint is being reported, because the patient was not able to test on the reported, meter due to the power issue, which was not resolved with troubleshooting. The patient was taken to the hospital and given an IV. It would be helpful to know what the hospital meter result was and what was administered through the IV. A replacement meter, control solution, and test strips were sent to the lay user/patient.